Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the pump had blank display. The father states the customer wears the device around the pool, but never in it. The father believes it may have been exposed to moisture. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the pump would not come back on. The customer was advised the pump would be replaced and returned for analysis.